Event description:
It was reported that when sutured using the cannula, t1 and t2 fell off. Finally a backup device was used to complete the surgery. A delay less than 30 minutes was reported. No patient injuries reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when sutured using the cannula, t1 and t2 fell off inside the patient, both t's were removed from the patient. Finally a backup device was used to complete the surgery. A delay less than 30 minutes was reported. No patient injuries reported.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The complaint stated: ¿it was reported that when sutured using the cannula, t1 and t2 fell off inside the patient.¿ t¿s and suture were returned but separated from the delivery needle. It has been cinched and the t¿s are very close. The actuator is fully advanced which would position t2 for stripping off. There is a slight twist of the needle tip. There is an additional loop/knot at t2. T2 may be inadvertently freed by locating t2 too far from t1. Twisting, bending, flexing of the needle track may encourage release when not intended and/or interfere with advancement and release of t¿s. No root cause related to the manufacturing process was established.